Event description:
Additional information received reported the patient was doing well and was "doing well with charging." There was nothing wrong with the device, just about compliance. It was reported that now everyone was "on board" and understands how the device needs to be maintained.

Event description:
It was reported that the patient started to have symptoms. The patient's school 'nurse' called the patient's hcp to discuss charging. The patient had experienced a return of symptoms, and the implantable neurostimulator (ins) was discharged. The ins hadn't been recharged and "must have" shut off. There were "extenuating circumstances," and it was later noted device being shut off was likely what was contributing to his symptoms. The patient's nurse initiated a recharge. It was noted that the patient was not in the ideal home situation, and the nurse was trying to assist the patient with his recharging. The nurse had 8 bars while recharging.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v865879, implanted: (B)(6) 2012 product type: lead, product ID 3387s-40, lot# v863381, implanted: (B)(6) 2012. Product type: lead, product ID 37642, serial# (B)(4), implanted: (B)(6) 2012. Product type: programmer, patient product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension, product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension. (B)(4).